Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 286 mg/dl. The customer was assisted with troubleshooting. The customer delivered a manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as customer feeling sore, tingly, and tired. Customer reports they had contact their health care professional regarding the high blood glucose. Customer was not alleging insulin pump was under delivering. Customer states the drive support cap appears normal. Customer stated insulin exited at the quick release. Customer also stated they "was" sick with bronchitis. Customer was able to perform high pressure test at that time and passed. Customer states that they always perform the fill cannula step. The device will not be returned for analysis.